Event description:
The reporter indicated that a 13.2mm vicmo 13.2 implantable collamer lens of -17.0 diopter lens tear/break during loading after removing from vial on (B)(6) 2022. The lens was not implanted into the patient's left eye (os). A replacement lens of the same model; size and diopter was implanted and the problem was resolved.

Manufacturer narrative:
Weight, ethnicity, and race: unk. (B)(4). Claim# (B)(4).